Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. Device had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated they were running and the insulin pump might have been exposed to sweat. Blood glucose value was 3.7 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.